Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high and low blood glucose levels. The customer's blood glucose levels were lower than 40 mg/dl and above 400 mg/dl at the time of the incident and the current blood glucose levels was 176 mg/dl. The customer was treated with food and glucose tablets foe low blood glucose levels and the insulin and exercise for high blood glucose levels. The customer was advised to call back to complete the high pressure test to confirm pump functionality. The insulin pump will be returned for analysis.